Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing a service code 204 (belt/monitor unusable) and the belt had a damaged cable.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires/service code 204) has been confirmed. Upon investigation the electrode belt trunk cable was cut, damaging wires in the cable. The root cause for the cut trunk cable was physical abuse. No adverse event resulted from the damaged electrode belt.